Event description:
New information received notes that low pacing impedance was noted on the patient's right ventricular (rv) lead. Programming changes were made. Lead revision was discussed. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, multiple episodes of non-sustained oversensing were noted. Noise artifact was also noted on the right ventricular (rv) channel. Programming changes and lead revision was discussed. No further intervention was made as patient did not visit the clinic. The patient did not experience any adverse consequences.